Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott a patient was unable to place their ipg in MRI mode due to high impedance. The patient still had effective therapy. A lead revision is planned and is pending scheduling. As of (B)(6) 2025, surgery had not been scheduled and there were no updates. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient has a high impedance on one lead, preventing the ipg from entering MRI mode. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186 UDI: (B)(4), serial: (B)(6), batch: a000120867.